Event description:
The customer reported that multiple parameters on the passport 2 monitor were blank, the unit failed nibp leak tests, and the power switch was stuck. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included reprogramming and replacements of the nibp pump and power switch. Also, software was upgraded and cables were reseated. The unit was tested to factory's specifications. It functioned normally and was returned to use.